Manufacturer narrative:
Device is equipped with a head control device along with an attendant control mounted on the backrest. End-user reported they had the belief that the drive control had been transferred to the attendant, and they did not confirm via the display that drive control was set to the occupant. End-user reported when they placed their head against the headrest, the chair accelerated forward, striking a partition in the vehicle with their feet. End-user stated it happened so quickly, they didn't have time to react to stop the forward movement. End-user stated they suffered 2 broken bones in their lower right extremity. Device was evaluated by permobil and it was found to be fully functional with no malfunctions nor deviations being noted. Permobil contends the device did not malfunction to have caused this accident, but rather the end-user did not confirm, via the display, as to which drive control was in focus. Client is very familiar with the controls and this event was an oversite by the end-user. The DHR was reviewed and device met specification prior to distribution.

Event description:
Permobil received report from end-user claiming to have inadvertently having engaged a drive command which caused the chair to propel forward. Reports indicate they suffered 2 broken bones in their lower right extremity as the result of impact.